Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the circumflex artery. A 3.00 x 16 synergy ii stent was advanced but failed to cross the lesion. The device was removed and it was noticed that on the mid section of the stent, a stent strut was sticking up off the delivery system. The procedure was completed with another 3.00 x 16 synergy ii stent. No patient complications were reported.